Event description:
The rn went to draw blood cultures on this patient. She got blood return in the kurin device, but no blood would flow through the filter, even when the bottle was attached to the vacutainer.